Event description:
It was reported that during a nephrectomy procedure, the active blade got loose from the shears. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent